Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00077 to provide additional information regarding evaluation of the returned sample.

Manufacturer narrative:
Results: based on evaluation of user facility information and the used sample that was returned; based upon evaluation of the unused sample that was returned. Conclusions: based on evaluation of user facility information and the used sample that was returned; based upon evaluation of the unused sample that was returned. The involved device was returned and evaluated along with an unused sample of the same lot that was returned. Examination of the used sample that was returned confirmed that one of the valve flaps had been damaged in an area that is off-center from the manufactured slit. Testing of the used sample that was returned confirmed that air was able to be suctioned into the side tubing under simulated use conditions where a syringe was being used to aspirate water through the 3-way stopcock while a guide wire was placed through the cross-cut valve. Examination of the unused sample that was returned confirmed that there was no damage, defect, or anomaly. Testing of the unused sample that was returned confirmed that air was not able to be suctioned into the side tubing under simulated use conditions. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, the returned sample appearance is consistent with the valve having been damaged as a result of the dilator or another device being forced through the valve off-center from the manufactured slit. Subsequently, this damage to the valve permitted air to be suctioned through the gap generated between the flaw and the guide wire that was inserted through the cross-cut valve. The potential for such an event is addressed in the product labeling with statements such as the following: "before use, make sure the sheath size (fr.) Is appropriate for the access vessel and the catheter to be used. The sheath can be used with a catheter of the same fr. Size or up to two fr. Sizes smaller without blood leakage at the 1-way valve"; when inserting and removing the dilator: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage"; "rapid withdrawal of the dilator may result in the incomplete closing of the 1-way valve, resulting in blood flow through the valve"; and "be careful for rapid aspiration by syringe. It may cause air to be drawn through the valve." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to tmc on (B)(6) 2013 that there was ¿air in side arm of sheath¿ during a cardiac catheterization procedure. On (B)(6) 2013, the user facility medwatch report # (B)(4) was received by terumo from the FDA. Per the event description on medwatch report: "terumo radial sheath was having episodes of air in side arm and syringe was not locking onto the stopcock. When wire in sheath unable to get bleed back or aspiration from side arm of sheath. We have had 2 instances and pulled all product." Follow-up communication with the user facility confirmed the following; (1) this event occurred during two separate procedures with the first on (B)(6) 2013 and the second on (B)(6) 2013; (2) two lot numbers were identified as being used (130129 and 130128), however, it is not known which lot was used during which procedure; (3) the reported issue was noted immediately in both cases; (4) there was no adverse impact to either patient; and (5) both patients were reported to be "fine." Please note that 2 medwatch reports are being submitted because the information received indicates that 2 events occurred on 2 successive days with devices from different lot numbers.

Manufacturer narrative:
(B)(4) - the reporter indicated that air was noted in the side arm of the device during use, however, no device problem code is available the involved device is in transit to the manufacturing facility in (B)(4) for evaluation. The current failure investigation is based on inspection & testing of a product sample from the reported lot, which confirmed that there were no defects or anomalies & product performance specifications were met. A review of the device history record indicated that there were no production related problems. In addition, a review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow up. A follow-up report will be submitted when the involved sample has been received and evaluated at the manufacturing facility. (B)(4).